Event description:
Customer reported that they were unable to rewind the insulin pump. Customer also received a failed battery test. Customer's blood glucose reading at the time of the call was 341 mg/dl. No further info reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.